Event description:
There was an allegation of a display issue for the coaguchek xs meter. The device's display fades (to light and dark) on the screen. The last result was clearly displayed in the meter memory.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter was requested to be returned for investigation. The investigation is ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.